Manufacturer narrative:
(B)(4). Foreign : india. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported surgery that the anchor screw has broken during insertion in shoulder. Another anchor was used to complete the procedure. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. H6 - updated to remove type of investigation "4114 - device not returned". Visual examination of the returned product identified that the anchor is fractured. Most of the anchor remains on the inserter, but all pieces of the anchor were returned for evaluation. The inserter prongs are bent at nearly a 45-degree angle and are pushed together. The anchor fracture corresponds to the bend in the inserter prongs. The inserter prongs can be extended and retracted using the adjustment knob. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Previous root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Visual examination of the provided pictures identified anchor fractured near the tip and the inserter tip is bent at the same location as the fracture. Photos do not allow for any further visual evaluation. No product was returned; further visual and dimensional evaluations could not be performed. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.